Event description:
New information revealed that there was no allegation on the implantable device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely. Upon device check, it was observed the implantable cardiac monitor had multiple transmissions that were not able to be sent. It appeared the symptomatic transmissions were stuck in the application. The resolution to the issue was unknown. There were no patient consequences.